Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what color setting was selected on the devices and what was the sequence of the firings? No further information is available. What anatomical structures was the device fired on? No further information is available. Were there any issues experienced with the device in the initial surgical procedure? No further information is available. Was the device difficult to fire? No further information is available. How were the post-operative issues identified? No further information is available. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No further information is available. What were the indications for surgery for initial procedure? No further information is available. What is meant by inflammation of staple line? Inflammation was observed on the staple line. What was the reason for 2nd procedure? Since inflammation was observed in the staple line and the staples were adhered to the tissue firmly. Please confirm timeline of events. Why does the surgeon believe that the staples caused the adhesions? Since inflammation and adhesion happened 7 days after the operation. The surgeon thought that adhesion by inflammation is usually happened since postoperatively 1 month. But, this inflammation and adhesion happened 7 days after the operation, so that the surgeon guess this symptom was related to staples. What is the current patient status? The patient is stable as of (B)(6). No further information will be provided.

Event description:
It was reported that one week after an unknown procedure, inflammation was observed on the staple line. The device was used for feea between small intestines during the initial procedure. The staples were adhered to the tissue firmly. Then, the adhesive site was cut, and additional hand suture was performed to complete the case. The surgeon guess this symptom was related to staple because it happened 7 days after the operation. Adhesion by inflammation is usually happened since postoperatively 1 month. There was no systemic allergic reaction for the patient. The patient is stable.